Manufacturer narrative:
(B)(4). Pump was received with blank display due to broken and missing battery tube contact spring. Unable to verify failed battery test alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that spring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.